Event description:
It was reported that the internal components of a patient's precice nail appeared to be misaligned, after reviewing x-ray images taken on (B)(6) 2014. After four (4) days of additional lengthening sessions, the internal components did not appear to return to their initial positions.

Manufacturer narrative:
The patient's existing precice nail was removed and replaced with a new precice nail, without incident. To date, the patient is doing fine and no negative outcomes have been reported. A review of the lot history record for the device revealed that the product met all required quality inspections.